Manufacturer narrative:
Investigation results: bd pas received 100 customer samples were returned from the customer facility for evaluation. No photos were returned from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. Ten customer samples were draw tested. All customer samples were within the specification limits. A review of the DHR records was performed and no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. CAPA# 295453 has been opened and initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. No reports of injury, exposure or medical interventions.